Event description:
During a procedure an attempt was made to use an onyx coronary drug eluting stent when stent dislodgement occurred during delivery to/at lesion. The dislodged stent was not removed from the patient. The stent was narrowed from the heart, but was lost in the iliac artery where it was then crushed into the iliac wall with an another stent. The device was inspected with no issues. The lesion waspre-dilated. The lesion being treated was a severely tortuous, severely calcified lesion located in the mid left anterior descending (lad) artery. The device passed through a previously-deployed stent. There was resistance encountered when advancing the device, and excessive force was not used during delivery. During treatment of a heavily calcified vessel, an attempt was made to advance an undeployed long onyx stent through a previously deployed onyx stent. The vessel had been prepared with ivl and rotational atherectomy. A ptca balloon crossed the lesion without difficulty; however, resistance was encountered during advancement of the onyx stent and the stent became dislodged from the delivery system. The dislodged stent was narrowed and retrieved from the heart and a new stent was deployed where the dislodged stent remains in the iliac artery. No further patient complications were reported as a result of t he event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.